Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior repair and posterior repair procedure for treatment of stress urinary incontinence. Allegedly, the pt experienced damage to an organ system, erosion, and pain. Pt has undergone or will undergo corrective surgery or surgeries. Additional info has been requested from the doctor, but not yet received.

Manufacturer narrative:
Date of initial report sent: 07/28/2009. Bard MDR reference#: 1018233-2009-00094. Note: this report is associated with bard report # for pubovaginal sling, bard product ID.